Event description:
It was reported that the reservoir leaked. The blood glucose reading is 176 mg/dl. The reservoir leak occurred six weeks ago. The reservoir was discarded. The leak occurred during filling. The insulin pump alarmed motor error and customer is not getting the insulin delivered. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.